Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r-wave oversensing leading to inappropriate automatic mode switch. No intervention was performed. The patient will further be monitored. There were no patient consequences.